Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Technical services (ts) also noted low out of range pacing impedance measurements below 200 ohms as well as noise oversensing on the right ventricular (rv) lead channel. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Technical services (ts) also noted low out of range pacing impedance measurements below 200 ohms as well as noise oversensing on the right ventricular (rv) lead channel. This system remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. It was also mentioned that the rv lead observations were caused by a fractured conductor. The physician performed programming enhancements and opted to keep the lead implanted. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Correction to section b, adverse event/product problem. Field b5, describe event or problem. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Technical services (ts) also noted low out of range pacing impedance measurements below 200 ohms as well as noise oversensing on the right ventricular (rv) lead channel. This system remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and replaced. It was also mentioned that the rv lead observations were caused by calcification on the coil. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.